Event description:
A report was received that during a lead revision procedure for lead migration the patient was explanted as the ipg site had opened up.

Event description:
A report was received that during a lead revision procedure for lead migration the patient was explanted as the ipg site had opened up.

Manufacturer narrative:
The explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility a review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.

Event description:
A report was received that during a lead revision procedure for lead migration the patient was explanted as the ipg site had opened up.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-70, (B)(4) and (B)(4), model description:artisan 2x8 paddle lead, 70 cm.